Event description:
It was reported that multiple electrodes had the same unipolar impedance value. The pt was able to turn off stimulation when he pressed on the lead-extension site. The loss of stimulation was recreated and an impedance check was run. Impedances were within normal limits. No pt symptoms were reported. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Result: extension.